Event description:
Uncomfortable - vagina "[vulvovaginal discomfort]". String broke - tampon "[device breakage]". Case narrative: consumer stated via email that tampon string broke. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.